Event description:
It was reported "peel away sheath broke close to the handles at proximal end of sheath.". The sheath was completely removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and potentially relevant findings were identified. For part number eb-01051-002 with batches 34c23k0159 and 34c23k0253, six n on-conformances were created for involved batch 34c23k0159 and one for involved batch 34c23k0253. These non-conformances involve peel away sheath defects. Without the sample returned for analysis, it cannot be determined if the findings were relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported "peel away sheath broke close to the handles at proximal end of sheath." The sheath was completely removed. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".